Event description:
Notification received indicates that the infusor stopped flowing sooner than expected. Per reporter, it is only known that the patient had received half of the infusion. Reportedly, device contained 1560mg 5-fluorouracil and dextrose 5% for a total fill volume of 88 ml. There was no patient injury and no medical intervention was required as a result of reported condition. Per baxter, the customer would not provide any further details.